Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urinary frequency. It was reported that the reason for the call was the patient reported that they stated that "they called earlier, and they talked to someone, when they got this done, and they walked them through it" (agent is unable to understand, and have them clarify this information, as they speak very fast). Patient stated that program 4 was not working anymore for them, and that they went to the bathroom a lot yesterday. Patient also stated that they had to rush to the bathroom, and when they went to the doctor, they changed the therapy setting, in which they didn't know why because it was working then. Patient remarked that they drank 8 glasses of water a day, and that they went 6 times a day during the trial and it didn't do that yet. They also reported that when they connected to the ins, they did not see "the numbers on the stimulation", in which agent reviewed as the therapy being off. Agent reviewed possible reasons of therapy turning off, but patient is not sure why it had turned off on its own and commented that might be the reason they were having return of symptoms. Agent had them connect to the ins and reviewed increasing stimulation. Patient was able to connect to the ins and increased the stimulation to a comfortable level. Patient to monitor their symptoms and redirected to the doctor if it persists. Patient talks very fast and agent did their best to document all reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.